Manufacturer narrative:
(B)(4). Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The integrity of the seal surface was tested with no leaks noted. Dimensional inspection of the inside diameter of the patient connector was found to be below nominal. Improvements were made to the mold and molding department procedures. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector was not connecting well with the titanium adapter when the transfer set was changed. There was patient involvement, but no patient injury or adverse event associated with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A follow-up report will be filed if any additional relevant information becomes available.